Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected devices were not returned to cook endoscopy for evaluation. After a review of the device history record for these lot numbers, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from these lots because the devices were previously distributed. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record for the lot numbers confirmed that these lots met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. These devices were manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis - one action stent introduction system (device 1 of 2). Deployment of the stent with this introduction system was unsuccessful because the user experienced difficulty in removing the guiding catheter of the introduction system from the stent. The stent and introduction system were removed and another one action stent introduction system (device 2 of 2) was used. Difficulty removing the guiding catheter was also experienced. Although resistance in guiding catheter removal was encountered, the stent was implanted successfully. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. These occurrences delayed the ercp and additional sedation was required. However, the pt did not experience any adverse effects due to this observation. For suspect medical device info regarding device 2 of 2, see medwatch report 1037905-2007-00075.